Event description:
Device malfunction: guide separation. Symptoms/ae: surgical intervention to remove distal portion of device. Time of device malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the porglide device attempted arteriotomy closure of the superficial femoral artery (sfa) after an interventional procedure, during removal of the device, after deployment of the suture, only the proximal portion of the device was removed. Reportedly, a compromise of the distal and proximal guides resulted din the distal portion of the device remaining intra-vascular. The pt was sent to surgery and the distal portion of the device was removed from the sfa. Post-operatively the groin area appeared to be in good condition. Though requested, no additional info was available.

Manufacturer narrative:
The device was rec'd. Investigation is not completed.